Event description:
Non-latex o-ring product is too flexible. It loosens and falls off hemorrhoid allowing bleeding. No hemorrhage events.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.